Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a synthes employee. H3, h6: a review of the receiving inspection (ri) for torque wrench was conducted identifying that lot number e0910 was released in two batches. Batch 1: released on 30 september 2010 with no discrepancies. Batch 2 : released on 03 october 2010 with no discrepancies. Supplier: beere precision (kenosha). The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the torque wrench, exhibits signs of normal use. A dimensional inspection for the torque wrench was not performed since it was not applicable to the complaint condition. A functional test was performed. Drawing (manufactured) was used as source of specification. The complaint condition was replicated because the device don't passed the torque test. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the torque wrench would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a torque wrench was received as a blind unit. Upon manufacturer investigation, it was determined that the device tested over on a functional test (high torque). This report is for a torque wrench. This is report 1 of 1 for (B)(4).